Manufacturer narrative:
Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the preloaded intraocular lens (iol) was detached by being pulled during implantation. It was caught between the plunger rod and cartridge when the optic was inserted. The iol was partially inserted into the patient's eye and was cut to be removed. The procedure was completed successfully with another iol. The lens was set by injecting balanced salt solution only and pushing the plunger slowly one time during irrigation and aspiration (ia). There was no patient injury reported. The iol was discarded upon removal. No further details were provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: june 27, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint device revealed that it was received with the handpiece fully advanced. The plunger rod tip was bent in a way consistent with damage that occurred during shipping. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected, presenting with no issues; however, viscoelastic residue was identified which may have contributed to the complaint event. The device assembly was inspected, no issues were found; however, viscoelastic residue was identified below the lens module indicating an excessive amount could have been used. The plunger rod advancement was evaluated and no issues were identified. The complaint issue "haptic detached" and "delivery issue" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.